Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the insulin pump alarmed motor error, button error, and no delivery. Customer's blood glucose level was 431 mg/dl. The customer treated his blood glucose level with a bolus. The customer was able to rewind the insulin pump. The displacement test and manual prime were successful and the motor error alarm did not recur. The alarm was caused by a connection issue. The device was not returned.